Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with band ligation procedure performed on (B)(6) 2022. The nurse opened and set-up the device with no difficulty experienced upon setting up the device. During the procedure, when the physician started to deploy the bands, it was noticed that the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with band ligation procedure performed on (B)(6) 2022. The nurse opened and set-up the device with no difficulty experienced upon setting up the device. During the procedure, when the physician started to deploy the bands, it was noticed that the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached, four bands returned deployed. The ligator housing teeth and the suture hole of the ligator housing were found damaged. The returned irrigation tube was in good condition. The handle slot did not show insertion marks of the trip wire. Per media analysis on the provided photos, it was observed the tray of the device with the handle assembly, irrigation tube and the ligator housing without bands, and there was no evidence of damage found on the photos. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing returned without bands attached and four bands returned deployed. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip incorrectly at the time of attempting to deploy the bands, so the suture tension may not have been correct. The damage to the teeth and the suture hole indicates an excess of tension and friction of the suture thread that contributed to the deployment problem. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.